Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump delivered a bolus of 14.9 on (B)(6) 2011 at 11:11pm, the customer stated that he did not program that bolus, and felt that someone may be manipulating his insulin pump during the night. The customer stated that the paramedics were called on the morning of (B)(6) 2011 due to low blood glucose levels. The customer's blood glucose was 18 mg/dl, and was given glucagon. The insulin pump was uploaded into carelink. After reviewing the bolus history, the customer stated that his wife may have delivered the bolus. The customer stated that his wife has a history of mental illness, and may have programmed the bolus to harm him. Advised the customer of the block keypad feature. The customer stated that he will block the keypad during the night from now on. The insulin pump passed the displacement test. Nothing further was reported.